Event description:
A healthcare facility in austria reported via a fisher & paykel healthcare (f&p) field representative that a mr290v vented autofeed humidification chamber was leaking water. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 vented autofeed humidification chamber was returned to fisher & paykel healthcare (f&p) in new zealand for evaluation. The complaint chamber was visually inspected by a trained f&p technician. Results: visual inspection of the returned complaint mr290 chamber revealed a horizontal crack line on the bottom of dome. Conclusion: the crack is most likely due to mechanical stress and degradation of dome material however the stress source is unknown. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "set appropriate ventilator alarms." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chamber is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that a mr290v vented autofeed humidification chamber was leaking water. There was no patient involvement.